Event description:
A malfunction on a pump was reported by the caller, but no significant events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level as a result of the malfunction. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was informed that they could continue using the pump and advised to contact support if the issue arose again, which the caller acknowledged and understood.